Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the patient connector was higher than the heater bag. Proper procedures were reviewed with the patient. The patient stated they would start therapy over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient placed the homechoice device too high relative to patient height. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly setting up the homechoice or homechoice pro apd system in a home. It warns the user not to place the homechoice device higher than six inches above or below the height of the patient while they are lying in bed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.